Event description:
A report was received that the distal end of a pt's lead had protruded through the pt's skin. The pt's leads were explanted. No infection was suspected and the pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.